Event description:
Patient had partial small-bowel obstruction secondary to adhesions that caused multiple hospitalizations. Required surgery. At time of surgery, during dissection of the adhesions to the anterior abdominal wall, the left lateral inferior portion of the prosthesis was found to have a fracture of the supporting ring at its periphery. The prosthesis was adherent to loops of small bowel.